Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilr). The failure mode noted in the article was recordings that showed artifact and two cases where the qrs complexes were transitorily misdetected. The status of the ilr is unknown at this time. Further follow up did not yet yield any additional relevant information regarding the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is no way to know if this information has been reported on another medwatch report. Kubala m, assou l, traull s, gugenheim al, hermida js. Use of implantable loop recorders in patients with brugada syndrome and suspected risk of ventricular arrhythmia. Europace. June 1 2012;14(6):898-902.